Event description:
A hemodialysis inpatient user facility has reported that during treatment a fluid leak occurred. The leak was visually observed. The dialyzer was found to be cracked and leaking dialysate onto the floor. Patient's blood in the lines was returned to patient therefore there was no blood loss. Patient completed treatment on a new set up. Sample not available. Additional attempts to the customer have been made with no additional information provided.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.